Event description:
Surgeon was harvesting the internal mammary artery (ima) as part of the CABG procedure. As the ima was being harvested, there was a fire in the chest cavity, which was immediately extinguished with saline. Harm to patient is unclear at this time.